Event description:
It was reported that the device was displaying the column error message. It was noted that the patient did not have a stationary oxygen concentrator and contracted pneumonia and was hospitalized. It is unconfirmed if the pneumonia was caused by the event. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.